Event description:
The user facility biomed contacted carefusion technical support and requested a replacement gas delivery engine (gde) for this device. The biomed reported that during pre-use testing the device displayed "circuit occlusion" and that he isolated the cause to the expiratory pressure transducer which failed calibration.

Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. (B)(4). The alleged faulty gas delivery engine (gde) was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the gas delivery engine (gde) and was able to reproduce/verify the reported issue. The carefusion failure analysis lab technician determined that the cause of the issue was a faulty pressure transducer on the tca pcba within the gas delivery engine (gde). Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.